Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received device shows traces of intense and abnormal usage. The pegs at the tip of the driver are deformed and worn. The deformed pegs show typical signs of a forced, ductile deformation due to overload with evident material displacement. All the pegs and the adjoining areas show scratches and dents. The threads in the inner rod are also worn and deformed with the overall rod appearing to be significantly bent. This indicates an unintended usage of the lag screwdriver with high torque application. Based on the above facts the root cause of the reported event was not related to a deficiency of the device but was rather linked to an inadequate and abnormal handling by the user. This bending is affected by application of too high torque while inserting / removing the lag screw in the previous surgeries. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that upon routine inspection of hospital inventory, the prongs were observed to be bent and the internal inserter also was observed to be bent on the lag screw t-handle. No associated procedure.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that upon routine inspection of hospital inventory, the prongs were observed to be bent and the internal inserter also was observed to be bent on the lag screw t-handle. No associated procedure.